Event description:
On (B)(6) 2012, a lifescan (lfs) customer care advocate contacted the lay user/patient as part of an outbound call, from the united states. During the outbound call the patient alleged that they were unable to get their onetouch verio iq meter due to an unspecified issue. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was having an unspecified issue that made it so the patient could not get the meter to work. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.